Event description:
Received information from a pride sales representative that a fire occurred in a home where a pride power chair was located. It was reported that a repair to the off board battery charger was made on (B)(4) 2012, 15 days prior to the incident.

Event description:
Received information from a pride sales representative that a fire occurred in a home where a pride power chair was located. It was reported that a repair to the off board battery charger was made on (B)(4) 2012, 15 days prior to the incident.

Manufacturer narrative:
The scene was process prior to the inspection. X-rays of charger were clean. The unit was not plugged in only the charger was plugged in at the time of incident. It appeared the charger cord was damaged from an outside fuel source (i.e. Candle, cigarette, lighter). Authorities are looking at this event as a possible suicide based upon evidence at the scene and witness statements. It is the opinion of pride's expert that the powerchair was not the cause of this fire.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.